Event description:
Info from health care provider indicated pt developed an "external decubitus down to her pump". Device was explanted. Follow-up letter will be sent to health care provider for more info on the pt's reported infection.